Event description:
A (B)(6) customer contacted customer service about her microlet2 lancing device. She stated that the gray cap of the device was hard to remove. On one occasion, her husband was trying to remove the cap and he received an accidental needlestick from the device. No other information was provided. The device is to be returned for evaluation.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510k cleared.